Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information was received on 24mar2026 that the patient had entered the operating room with flows at 1.7, rpm at 6400, pulsatility index (pi) at 2.1, and power at 4.5. The pump was exchanged due to large thrmobus in the original pump. Inflow cannula repositioned by anchoring pump to rib to optimize positioning. New outflow graft attached to existing outflow graft (just above bend relief). Cardiopulmonary bypass time was 62 minutes. Post vitals included heart rate paced at 90, mean arterial pressure at 70, pulmonary artery pressure at 46/33, central venous pressure at 25. Flow was then 4.6, rpm was 5200, power was 3.7, and pi at 4.1.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a pump stop occurred which resolved. This was not seen on interrogation along with low flow alarms. Log files were sent for review. The event log file contained the onset of low flow estimates as well as sustained low flow hazard events on 19mar2026. These flow readings did not appear to be the result of any external equipment malfunction. No unusual pump stoppages or any abnormal pump faults were seen in the log. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Lactate dehydrogenase (ldh) drawn on (B)(6) 2026 was 400 (routinely in the 300s), liver enzymes normal and renal function stable. The patient was then admitted to the intensive care unit with persistent low flows in the setting of worsening heart failure symptoms, suspect right ventricular (rv) failure, and volume overload. The patient was on dual inotropes. Swan was placed (elevated central venous pressure and wedge) and placed on continuous renal replacement therapy (crrt) for volume removal only (renal function normal). Low flow software installed. Computed tomography angiography (cta) completed on (B)(6) 2026 to rule out any outflow graft obstruction. Cta was negative. The patient continued with diuresing and dual inotropes. On (B)(6) 2026, the surgeons called for questionable inflow cannula placement. The patient was taken back to the room for pump anchoring to fix inflow placement. Despite appropriately fixing inflow, the patient¿s flow continued to be below 2 and it was decided to put the patient on bypass and exchange the pump. Lactate dehydrogenase (ldh) drawn on (B)(6) 2026 was 400 (routinely in the 300s), liver enzymes normal and renal function stable. During interrogation, multiple episodes of speed less than 4000 rpms were noted. Patient was ordered to be at a speed of 6500 rpms. More log files were sent for review. The speed reductions noted were recorded at times when the speed settings were being adjusted. The recorded data indicated that the system was able to maintain pump speed between the set speed and low speed values until the driveline was disconnected on (B)(6) 2026 at 8:22:09.